Event description:
A consumer reported that four years after an intraocular lens (iol) implant surgery, she experienced chronical blepharitis, wet and warm eye, and clouding of vision. The reporter also informed that when she takes antihistamine eye drops and antihistamine tablets the side effects resolve. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).